Event description:
The customer reported another occurrence (patient 3) of low end imprecision with the stat troponin-I assay on the architect i2000sr analyzer on (B)(6) 2012. Troponin-I results of 0.0339, 0.0092, 0.0073, 0.0172, 0.0131 and 0.0238 ng/ml were generated for one patient sample. The customer uses an assay cut-off of 0.031 ng/ml. The sample tested negative using the pathfast method. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott has confirmed that architect stat troponin-I list number 2k41-28 lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of 2k41-28 and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use.

Manufacturer narrative:
Additional information: an additional lot was documented in the complaint. It is unknown which lot was used for this patient. Architect stat troponin-I lot 60460un11, manufacture date 08/2011, expiration date 07/31/2012. (B)(4). The vacuum pump on the architect i2000sr analyzer was replaced by abbott field service. This part was replaced, even though it passed the vacuum integrity test, because it sounded noisier than usual. It was replaced as a precaution and was not investigated in this complaint as the likely cause of the customer's issue. To investigate the customer's issue, complaint tracking and trending data was reviewed. No adverse trends were identified. A study was conducted to evaluate the assay's performance. An internal troponin-I panel was tested with reagent lot, 60460un11 and 74264un11. All of the materials utilized in testing were stored and maintained at abbott laboratories. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. The low, medium and high architect stat troponin-I controls were tested in order to investigate the precision of the assay. The low, medium and high control levels were tested twice a day for a total of five days. All control replicates were within the package insert ranges. The control data was collected and %cv values were calculated. These values were compared to the architect stat troponin-I package insert maximum allowable limit for %cv, which is less than or equal to 10% for samples greater than or equal to 0.20 ng/ml. The architect stat troponin-I assay package insert was reviewed and contains adequate information for the customer. Based on this investigation, it was concluded that the architect stat troponin-I assay is performing acceptably. No deficiency was identified.